Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced hyperglycemia. The customer blood glucose level was 469 mg/dl. Customer stated yet they not treated for high blood glucose. Customer stated insulin pump had no delivery alerts. Customer stated insulin did exit at the quick release. Customer also stated that cannula was not bent. Troubleshooting was declined. The device will not be returned for analysis.